Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the imaging processing pc (ip-pc) and host pc was not booting up because of an issue with the firmware. The issue was resolved by reinstalling the firmware on both host pc and ippc. The system was working as intended and handed over to the customer. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up. The device was not in clinical use at the time of the event. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.